Event description:
Boston scientific, crm received info that this right atrial (ra) lead (model 4137) dislodged. It was successfully repositioned during the procedure. No adverse pt effects were reported.